Event description:
It was reported that the patient with this right ventricular (rv) lead was experiencing chest pain at night. It was later then confirmed that the rv lead had perforated. The rv lead was repositioned. No additional adverse patient effects were reported.